Event description:
A company representative reported that a cascadia an interbody fractured intra-operatively. It was further reported that the distal fractured component was difficult to remove from the patient but was successfully retrieved. The procedure was completed successfully with a 90 minute surgical delay and no adverse consequence to the patient.